Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The servo-u ventilator was reported to not pass the internal leakage test during pre-use check (puc). Our on site field service engineer investigated the device and replaced the safety valve pull magnet. After replacement the device passed puc and was cleared for clinical use. The safety valve was not returned for further investigation, the device logs are available for investigation. The device logs can confirm the event that the device failed the internal leakage test. It was also found in the test logs that the flow test and breathing safety valve test had failed as well. According to the service manual, the error code generated for the safety valve test suggests that the safety valve pull magnet should be replaced. Since no goods was returned for further investigation the root cause cannot be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).